Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The microscopic assessment revealed a deformation of two wings of the coupling of the synream flexible shaft. The deformation of two wings from the coupling system at the present synream flexible shaft results most probably from the fragmentation of the reamer head. The lot number has been received, a review of the device history record is currently in progress.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Returned to manufacturer: 01/21/2011. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Problem with the reamer head. This is report 1 of 1 for complaint (B)(4).